Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a result of 165 mg/dl on the compact plus system while a comparison lab returned as 90 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.